Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v.

Event description:
It was reported that the battery voltage on (B)(6) 2010 was 2.61 v during interrogation, while battery measurements from device performance data showed readings of 2.95 to 2.97 v for the last two weeks. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage on (B) (6) 2010 was 2.61 v during interrogation, while battery measurements from device performance data showed readings of 2.95 to 2.97 v for the last two weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v.